Event description:
It was reported during a laparoscopic hernia repair when the surgeon attempted to fire the first staple the instrument jammed. A new ems was pulled and used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974354. The results of the investigation by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staples in nose, yes(6 twisted); staples in the track yes(13) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the visual examination, inquiry info and functional test, it was confirmed that the instrument had jammed. It is unclear as to the exact cause of the "jamming". Examination revealed a cracked nose near the weld seam. This resulted in the separation of the nose, which did not allow the driver to advance the following staples. Six staples were found twisted in the nose. No conclusion could be reached whether the six twisted staples caused the nose to crack or if the cracked nose caused the staples to become twisted. Co reviews each incident as it occurs in an effort to continuoulsy improve co's products and processes.